Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of endometritis ('chronic endometritis'), vaginal haemorrhage ('abnormal bleeding (vaginal)') and menorrhagia ('abnormal bleeding (menorrhagia)/menorrhagia (heavy menstrual bleeding)') in a 42-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included dysfunctional uterine bleeding, submucous leiomyoma of uterus, bleeding menstrual heavy, endometritis and endometrial polyp. Concomitant products included medroxyprogesterone acetate (depo-provera) since (B)(6) 2014 and naproxen since (B)(6) 2014. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required) and pelvic pain ("physical pain/pelvic pain"). In (B)(6) 2014, the patient experienced depression ("psychological or psychiatric problems condition:depression") and anxiety ("psychological or psychiatric problems condition:mental anguish"). On an unknown date, the patient experienced endometritis (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain"). The patient was treated with surgery (endometrial ablation and dilation and curettage on (B)(6) 2014 and hysterectomy with bilateral salpingectomy). Essure treatment was not changed. At the time of the report, the endometritis, depression, anxiety and abdominal pain outcome was unknown and the vaginal haemorrhage, menorrhagia and pelvic pain had resolved. The reporter considered abdominal pain, anxiety, depression, endometritis, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: the patient did not have her essure removed due to unable to afford surgery. She is currently planning for essure removal. Discrepancy noted in essure confirmation test. As per pfs: patient did not undergo essure confirmation test. Patient received treatment for pain, bleeding : yes. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Imaging procedure - on (B)(6) 2014: bilateral occlusion. Pathology test - on (B)(6) 2014: inactive appearing endometrium present with rare plasma cells present, suggestive of chronic endometritis. Concerning the injuries reported in this case, the following one was confirmed in patient¿s medical records: menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 9-jan-2020: event outcome were added. Reporter information were updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of endometritis ('chronic endometritis'), vaginal haemorrhage ('abnormal bleeding (vaginal)') and menorrhagia ('abnormal bleeding (menorrhagia)/menorrhagia (heavy menstrual bleeding)') in a 42-year-old female patient who had essure (batch no. C91743) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included dysfunctional uterine bleeding, submucous leiomyoma of uterus, bleeding menstrual heavy, endometritis, endometrial polyp, overactive bladder, menorrhagia, bladder incontinence, multiparous, genital bleeding, pelvic pain female, chronic cervicitis, adenomyosis and leiomyoma nos. Previously administered products included for an unreported indication: depo-provera and toviaz. Concomitant products included medroxyprogesterone acetate (depo-provera) since (B)(6) 2014 and naproxen since (B)(6) 2014. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required) and pelvic pain ("physical pain/pelvic pain"). In (B)(6) 2014, the patient experienced depression ("psychological or psychiatric problems condition:depression") and anxiety ("psychological or psychiatric problems condition:mental anguish"). On an unknown date, the patient experienced endometritis (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain"). The patient was treated with surgery (endometrial ablation and dilation and curettage on (B)(6) 2014 and hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the endometritis, abdominal pain, depression and anxiety outcome was unknown and the vaginal haemorrhage, menorrhagia and pelvic pain had resolved. The reporter considered abdominal pain, anxiety, depression, endometritis, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: the patient did not have her essure removed due to unable to afford surgery. She is currently planning for essure removal. Discrepancy noted in essure confirmation test. As per pfs: patient did not undergo essure confirmation test. Patient received treatment for pain, bleeding : yes. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Imaging procedure - on (B)(6) 2014: bilateral occlusion. Pathology test - on (B)(6) 2014: inactive appearing endometrium present with rare plasma cells present, suggestive of chronic endometritis. Concerning the injuries reported in this case, the following one was confirmed in patient¿s medical records: menorrhagia. Lot number: c91743, manufacture date:2014-07, expiration date: 2017-07-31. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 19-apr-2021: quality safety evaluation of ptc we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of endometritis ('chronic endometritis'), vaginal haemorrhage ('abnormal bleeding (vaginal)') and menorrhagia ('abnormal bleeding (menorrhagia)/menorrhagia (heavy menstrual bleeding)') in a 42-year-old female patient who had essure (batch no. C91743) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included dysfunctional uterine bleeding, submucous leiomyoma of uterus, bleeding menstrual heavy, endometritis, endometrial polyp, overactive bladder, menorrhagia, bladder incontinence, multiparous, genital bleeding, pelvic pain female, chronic cervicitis, adenomyosis and leiomyoma nos. Previously administered products included for an unreported indication: depo-provera and toviaz. Concomitant products included medroxyprogesterone acetate (depo-provera) since (B)(6) 2014 and naproxen since (B)(6) 2014. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required) and pelvic pain ("physical pain/pelvic pain"). In (B)(6) 2014, the patient experienced depression ("psychological or psychiatric problems condition:depression") and anxiety ("psychological or psychiatric problems condition:mental anguish"). On an unknown date, the patient experienced endometritis (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain"). The patient was treated with surgery (endometrial ablation and dilation and curettage on (B)(6) 2014 and hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the endometritis, abdominal pain, depression and anxiety outcome was unknown and the vaginal haemorrhage, menorrhagia and pelvic pain had resolved. The reporter considered abdominal pain, anxiety, depression, endometritis, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: the patient did not have her essure removed due to unable to afford surgery. She is currently planning for essure removal. Discrepancy noted in essure confirmation test. As per pfs: patient did not undergo essure confirmation test. Patient received treatment for pain, bleeding : yes. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Imaging procedure - on (B)(6) 2014: bilateral occlusion. Pathology test - on (B)(6) 2014: inactive appearing endometrium present with rare plasma cells present, suggestive of chronic endometritis. Concerning the injuries reported in this case, the following one was confirmed in patient¿s medical records: menorrhagia. Most recent follow-up information incorporated above includes: on 8-apr-2021: medical record received: lot number, medical history, reporter information was added. Lab data was updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of endometritis ('chronic endometritis'), vaginal haemorrhage ('abnormal bleeding (vaginal)') and menorrhagia ('abnormal bleeding (menorrhagia)/menorrhagia (heavy menstrual bleeding)') in a 42-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included dysfunctional uterine bleeding, submucous leiomyoma of uterus, bleeding menstrual heavy, endometritis and endometrial polyp. Concomitant products included medroxyprogesterone acetate (depo-provera) since (B)(6) 2014 and naproxen since (B)(6) 2014. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required) and pelvic pain ("physical pain/pelvic pain"). In (B)(6) 2014, the patient experienced depression ("psychological or psychiatric problems condition:depression") and anxiety ("psychological or psychiatric problems condition:mental anguish"). On an unknown date, the patient experienced endometritis (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain"). The patient was treated with surgery (endometrial ablation and dilation and curettage on (B)(6) 2014). Essure treatment was not changed. At the time of the report, the endometritis, vaginal haemorrhage, menorrhagia, pelvic pain, depression, anxiety and abdominal pain outcome was unknown. The reporter considered abdominal pain, anxiety, depression, endometritis, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: the patient did not have her essure removed due to unable to afford surgery. She is currently planning for essure removal. Discrepancy noted in essure confirmation test. As per pfs: patient did not undergo essure confirmation test. Received treatment for bleeding : yes. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Imaging procedure - on (B)(6) 2014: bilateral occlusion. Pathology test - on (B)(6) 2014: inactive appearing endometrium present with rare plasma cells present, suggestive of chronic endometritis. Concerning the injuries reported in this case, the following one was confirmed in patient¿s medical records: menorrhagia quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received. Reporter information added. Event : abdominal pain added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of endometritis ('chronic endometritis'), vaginal haemorrhage ('abnormal bleeding (vaginal)') and menorrhagia ('abnormal bleeding (menorrhagia)') in a (B)(6) year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included dysfunctional uterine bleeding, fibroids, bleeding menstrual heavy, endometritis and endometrial polyp. Concomitant products included medroxyprogesterone acetate (depo-provera) since (B)(6) 2014 and naproxen since (B)(6) 2014. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required) and pelvic pain ("physical pain/pelvic pain"). In (B)(6) 2014, the patient experienced depression ("psychological or psychiatric problems condition:depression") and anxiety ("psychological or psychiatric problems condition:mental anguish"). On an unknown date, the patient experienced endometritis (seriousness criteria medically significant and intervention required). The patient was treated with surgery (endometrial ablation and dilation and curettage on (B)(6) 2014). Essure treatment was not changed. At the time of the report, the endometritis, vaginal haemorrhage, menorrhagia, pelvic pain, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, endometritis, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: the patient did not have her essure removed. She is currently planning for essure removal. Discrepancy noted in essure confirmation test. As per pfs: patient did not undergo essure confirmation test. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Pathology test - on (B)(6) 2014: inactive appearing endometrium present with rare plasma cells present, suggestive of chronic endometritis. Concerning the injuries reported in this case, the following one was confirmed in patient¿s medical records: menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-aug-2019: pfs and mr received : new events - physical pain/pelvic pain, abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), depression, mental anguish and chronic endometritis were added. Reporter and patient demographic details were added. Medical history, lab data and concomitant drugs were added. On 19-aug-2019: no new information received. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.